Event description:
Customer reported the system produced uncommanded x-rays, the c-arm is making a rubbing noise, the printer is printing 4 copies instead of 2. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but could not duplicate the uncommanded x-ray problem. Ge rep cleaned the c-arm brake which eliminated the rubbing noise, and changed the settings on the printer to print one page at a time. System operates as intended.